Event description:
A distributor in korea reported on behalf of a healthcare facility that eleven rt380 adult dual heated evaqua2 breathing circuits did not pass routine testing before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: lot# 2101282436, UDI# (B)(4) , dom: (B)(6) 2020. Device 2: lot# 2101286105, UDI# (B)(4), dom: (B)(6) 2020. Device 3: lot# 2101215581, UDI# (B)(4), dom: (B)(6) 2020. Device 4: lot# 2101245873, UDI# (B)(4), dom: (B)(6) 2020. Device 5: lot# 2101310094, UDI# (B)(4), dom: (B)(6) 2020. Device 6: lot# 2101293227, UDI# (B)(4), dom: (B)(6) 2020. Device 7: lot# 2101310091, UDI# (B)(4), dom: (B)(6) 2020. Device 8: lot# 2101174394, UDI# (B)(4), dom: (B)(6) 2020. Device 9: lot# 2101311736, UDI# (B)(4), dom: (B)(6) 2020. Device 10: lot# 2101332756, UDI# (B)(4), dom: (B)(6) 2020. Device 11: lot# 2101219450, UDI# not available, dom: not available. Method: the eleven complaint rt380 adult dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the photographs provided revealed that several of the rt380 adult dual-heated evaqua2 breathing circuits had loose port caps. The quantity affected was unable to be determined based on the photographs provided. Conclusion: without the complaint device, we are unable to confirm the cause of the reported event. However, it is likely due to loose port caps. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). Device 1: lot# 2101282436, UDI# (B)(4), dom: (B)(6) 2020; device 2: lot# 2101286105, UDI# (B)(4), dom: (B)(6) 2020; device 3: lot# 2101215581, UDI# (B)(4), dom: (B)(6) 2020; device 4: lot# 2101245873, UDI# (B)(4), dom: (B)(6) 2020; device 5: lot# 2101310094, UDI# (B)(4), dom: (B)(6) 2020; device 6: lot# 2101293227, UDI# (B)(4), dom: (B)(6) 2020; device 7: lot# 2101310091, UDI# (B)(4), dom: (B)(6) 2020; device 8: lot# 2101174394, UDI# (B)(4), dom: (B)(6) 2020; device 9: lot# 2101311736, UDI# (B)(4), dom: (B)(6) 2020; device 10: lot# 2101332756, UDI# (B)(4), dom: (B)(6) 2020; device 11: lot# 2101219450, UDI# not available, dom: not available. The eleven complaint rt380 adult dual-heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. We are currently in the process of obtaining further information from the customer to finalise our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that eleven rt380 adult dual-heated evaqua2 breathing circuits did not pass routine testing before use. There was no patient involvement.